Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. H3: device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.